Manufacturer narrative:
Results: the complaint of ¿invalid impedance¿ was visually confirmed. The paddle lead was fracture with internal wires broken consecutive to the fall of the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15502.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-15502. It was reported the pt's stimulation changed after suffering a fall onto his ipg. The sjm rep met with the pt and diagnostic testing indicated invalid impedance readings. However, reprogramming was initially able to provide effective coverage, the sjm rep met with the pt again and diagnostic testing revealed invalid impedance readings on add'l lead contacts. Reprogramming was unable to provide effective coverage. Surgical intervention may be taken at a later date.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15502.follow-up information indicated surgical intervention was undertaken and the patient's scs system was explanted.